Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the casing of her onetouch ultra2 shattered when it fell on the floor. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began on an unspecified date a week prior to contacting lfs. The patient stated that the subject meter fell on the floor and the casing shattered. The patient mentioned to the cca that her co-worker threw away her meter and testing supplies. The cca documented that the patient manages her diabetes with insulin (self-adjuster). The patient confirmed that she took her usual dose of medication despite the alleged product issue. Five days after the alleged subject meter casing shattered, the patient claimed that she became very shaky, sweaty, and developed a headache. It is not known if the patient was able to test her blood glucose on any other meter. The patient did not report receiving any acute medical treatment since the alleged issue began. During the troubleshooting session, the cca verified with the patient that there has been no misuse of the reported meter. Replacement meter and supplies were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose with the subject meter due to the reported issue and claims she developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.